Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during an unspecified process step while the patient was connected. During troubleshooting, it was discovered that the floor was wet, the heater bag was on the floor and the line had broken causing a spill. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient. The patient would continue therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.